Manufacturer narrative:
The device was received for evaluation. During testing, the customer reported "on/off button is not functioning" was reproduced. The reported condition was verified. The cause of the condition was determined to be the 1st soft key, on/off, basic/0 and "." Keys not functioning. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the on/off button not functioning. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b3, d5. Additional information: h6: type of investigation. Correction b5: during evaluation of a returned spectrum pump, the basic/0 and "." Key were found to not function. No additional information is available. Correction h11: the device was received for evaluation. During evaluation, the basic/0 and "." Key were found to not function. The cause was identified to be a keypad failure which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.